Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The product support engineer (pse) provided phone support to the customer. The pse advised the customer that the overlay or power management (pm) may be faulty and provided part identification.

Event description:
The customer reported that the unit was showing an alarm led failure. There was no patient involvement.